Event description:
It was reported that the device has a damaged battery compartment latch, bubbled dso seal, and requires a software upgrade. The investigation found that there was a buckled uso seal.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It was also found that the uso seal was buckled. Replaced dso seal, battery compartment and uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.